Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (b)(4olympus (B)(4) sent the device to a third party laboratory for microbiological testing.as a result of the testing, the sample collected from the all channels of the device tested positive for coagulase negative staphylococci (1 cfu/endoscope)the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2019]: -penicillium sp. (9 cfu). [Second time; (B)(6), 2019]: -auxiliary water channel: corynebacterium aurimucosum (31 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Customer service department of oekg checked the subject device and found the following. The bending section cover was damaged. The cementing around the lg lens was chipped. The boot was damaged. The labeling on the control section was detached. The universal cord was kinked and broken. If additional information becomes available, this report will be supplemented.